Manufacturer narrative:
(B)(4). A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The assignable cause for the reported issue was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2084 alarm, which occurred on the homechoice (hc) during use during the initial drain. The baxter technical service representative (tsr) advised the caregiver (cg) that they would need to start over with new supplies. The cg stated the homepatient (hp) had connected self during prime then disconnected self during the initial drain and attempted to open door to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
During a follow up phone call by product surveillance to the staff member at the clinic regarding the use error, it was revealed that she had spoken to the home patient (hp) earlier that day, and added that the hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.